Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient's medication was not on the profile. The technical support specialist advised the customer to obtain the medication by adding medication for override. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system encountered an issue where the patient's medication was missing from the profile. Specifically, the error indicated that the issued quantity exceeded the total quantity available. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay or harm to the patient. There were no adverse events or injuries reported based on this event.